Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with shortness of breath and was found to have vegetation on her lead. The physician elected to continue device checks. No further interventions were reported. During follow up, it was found that the pacemaker was experiencing normal battery depletion. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.